Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the hcp notified the rep that the remaining catheter was removed due to an infection at the incision site. There were no patient symptoms other than what was reported to the rep which was infection at the incision site. There was no plan for re-implant at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving dilaudid unknown concentration at 0.1 mg/day via an implantable pump. It was reported the physician saw the patient a few weeks ago for a routine pump refill and noticed the pump had flipped on its side and had put pressure on the initial incision site. The patient had then contacted him after the refill and informed them that when they had gone to stand, the pump pushed through the incision site and had been visibly exposed. The physician acknowledged they did not anchor the pump within the pocket on initial implant. The patient had been taken to the operating room to explant the pump and irrigate the pocket. The physician first opened the midline lumbar incision and dissected down the catheter anchor site. Once the catheter was accessible, the physician folded it over itself and tied it off in multiple places. The physician then cut the catheter below the area it was tied off and confirmed there was no leaking cerebrospinal fluid. They then opened the pump pocket to expose the rest of the pump. He removed the pump and proximal segment of the catheter. The sites were then irrigated and closed. The explanted portion of the catheter and pump had been discarded. The physician stated they would not be returned because there was no allegation against them just exposure. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had resolved and the patients status was alive, no injury.